Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reported malfunction of no image/dvi (digital visual interface) output due (dp) circuit board failure was likely caused by deterioration over time due to repeated use for a long period of time as more than seven and a half years have passed since the product was manufactured. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center. The evaluation confirmed the reported "too bright". Additionally, the device failed inspection as there was no output signal from the digital video interface due to a faulty dp board. The scope socket connector is worn causing a poor connection with videoscopes and camera heads. Furthermore there is cosmetic wear on the external housing; not affecting the functionality of the device. Recommended upgrade to latest software version. The repair is pending. A review of the repair history shows the device was last serviced inspected on september 14, 2016, for a stuck power switch; inspection only/no problem found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a demonstration, the image on the evis exera iii video system center was "too bright". No patient involvement was reported.